Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the physician thought that sequestration (when the cusps of the native aortic valve or a previous prosthesis are displaced by the new valve) of the sinuses of valsalva may have occurred which may have lead to acute coronary obstruction.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured twice and a post-implant balloon aortic valvuloplasty was performed due to under-expansion of the valve. Per the physician, the valve, delivery catheter system (dcs), and guidewire did not cause or contribute to the occlusion and subsequent death.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID evproplus-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025 explant date n/a product ID d-evprop23-29 (lot: 0012549996); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evprop23-29 (lot: 0012483160); product type: 0195-heart valves; implant date n/a; explant date n/a product ID sensh1828w (lot: p2f25c0023); product type: 0199-introducer; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement via transfemoral access into an existing 21 mm non-medtronic surgical valve (labcor), no pre-implant balloon dilation was performed. The valve was recaptured twice during implantation. After release, a post-implant balloon dilation was performed with a non-medtronic (atlas gold) non-compliant balloon to optimize the outcome. A final arteriography revealed patent coronary arteries with no signs of coronary involvement. While the patient was being transferred from the catheterization lab table, sudden hypotension was observed. Due to the hemodynamic instability, the patient was repositioned on the table, and repeat arteriography revealed an occlusion of the left coronary artery (lca). An attempt was made to recanalize the lca and angioplasty was performed. During this period, which lasted approximately 40 minutes, the patient developed cardiopulmonary arrest. Cardiopulmonary resuscitation (CPR) was initiated and continued for approximately one hour without success. The patient died at the end of CPR.